Event description:
Event description guidant received information that the non-guidant ventricualr lead connected to this pacemaker, exhibited noise in unipolar lead configuration which resulted in inhibition of pacing. All lead measurements were within the normal range and were stable. It was suspected the lead was sensing myopotentials.